Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "battery gauge is often incorrect". Customer declined follow up at this time and further information was unable to be obtained. Customer is currently out of warranty and in process of renewal. The customer continued to use the pump for insulin therapy.